Event description:
It was reported that there was breakage of the internal parts. There was no known impact to the patient. Additional information confirmed the event occurred prior to use with no patient involvement.

Manufacturer narrative:
H3, h6) evaluation of the device determined that there were scratches/ dents and faded/illegible markings. It was also determined that the device was not able to be inserted smoothly. Additionally, it was confirmed the bur tool was unstable due to damage or breakage of the tip bearing. It was also observed that there was deterioration of the marking and color code. Codes b01, c07, and d02 are applicable. Section e: initial reporter information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.